Manufacturer narrative:
THE PRODUCT HAS BEEN REQUESTED BACK FOR INVESTIGATION AND THE CUSTOMER AGREED TO RETURN THE DEVICE. A FOLLOW-UP REPORT WILL BE SUBMITTED UPON COMPLETION OF INVESTIGATION ACTIVITIES OR IF ADDITIONAL INFORMATION IS OBTAINED. ALL PERTINENT INFORMATION AVAILABLE TO ABBOTT DIABETES CARE HAS BEEN SUBMITTED.

Event description:
AN "UNSPECIFIED" ERROR MESSAGE WAS REPORTED WITH THE ABBOTT DIABETES CARE (ADC) DEVICE, AND THE CUSTOMER WAS UNABLE TO OBTAIN GLUCOSE READINGS. THE CUSTOMER EXPERIENCED SYMPTOMS OF HYPOGLYCEMIA AND WAS UNABLE TO SELF-TREAT. A HEALTHCARE PROFESSIONAL (HCP) WAS CALLED, AND TREATMENT IS UNKNOWN AS THE CUSTOMER DOES NOT REMEMBER. THERE WAS NO REPORT OF DEATH OR PERMANENT IMPAIRMENT ASSOCIATED WITH THIS EVENT.

Event description:
An "unspecified" error message was reported with the Abbott Diabetes Care (ADC) device, and the customer was unable to obtain glucose readings. The customer experienced symptoms of hypoglycemia and was unable to self-treat. A healthcare professional (HCP) was called, and treatment is unknown as the customer does not remember. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.DHRs (Device History Review) for the Libre Sensor and Sensor Kit was reviewed and the DHRs showed the Libre Sensor and Sensor Kit met specifications prior to release to distribution.Applicator 0PME84GW9 has been returned and investigated. Visual inspection performed on the returned applicator and cap, no issues were observed. Sensor cap was retained inside applicator cap. Applicator had fired correctly. It was unable to perform further investigation due to sensor not returned. Issue will be closed to No Product Returned.All pertinent information available to Abbott Diabetes Care has been submitted.